Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID-ns9008) was implanted in a patient via lumbar peritoneal shunt on unknown date with unknown setting. The patient presented with disorientation and underdrainage was observed. A shunt contrast was performed, but the flow of cerebrospinal fluid could not be confirmed, therefore, an obstruction was suspected. The valve was removed and replaced on (B)(6) 2021. The patient is in follow up.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID-ns9008) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at 70mmh2o. The valve was visually inspected; a cut/tear in the silicone housing around the siphon guard was noted as well as needle holes the needle chamber. The valve was hydrated. The valve was flushed no occlusion noted up to the ruby ball but leaked from the damaged silicone housing around the siphon guard. The valve was leak tested failed leaked from the cut/tear in the silicone housing around the siphon guard. The valve could not be reflux tested due to the damaged silicone housing. The siphon guard was visually inspected marks were noted in the siphon guard. The valve passed the test for programming, siphon guard and pressure. The root cause for the occlusion as reported by the customer is due to cut/tear in the silicone housing around the siphon guard, this is not causing an occlusion but is leaking out csf and not flowing through the valve. As noted in the IFU: silicone has a low cut/tear resistance. Do not use sharp instruments when handling the silicone valve or catheter, use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components.